Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the surgeon was able to press the green button and squeeze the handle, but the device did not fire. Another handle was used but the same issue occurred. It was also reported that both handles were physically broken. A third handle was opened to resolve the issue and complete the procedure. There was no patient injury.